Event description:
This lead was implanted on (B)(6) 2004 and still remains implanted at this time. It was noted on (B)(6) 2016 that the lead exhibited noise on the shock channel. On (B)(6) 2016, the lead exhibited sharp, high amplitude and an irregular kind of noise which could possibly be due to lead/connection issue. There is also a noted decrease in the lead's impedance measurements. The physician was dr. (B)(6) (B)(6) hospital in truro, united kingdom. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).